Manufacturer narrative:
The investigation into the stroke/cva issue has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible; only the clinical report was evaluated. The root cause of the stroke issue was patient condition related since the stroke occurred a day after impella support and therefore is unrelated to impella. The failure mode will be monitored and trended.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a patient (unknown age, gender, race) noted as high risk percutaneous cardiac insertion was implanted with an impella cp device for mechanical circulatory support. The patient had a right brachiofacial paresis on the ward. The exact onset of the symptom cannot be determined. No information available yet if the stroke has been ischemic or hemorrhagic.